Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/04/2019. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Device evaluation summary: an opened box of product code w8718 (6-0), lot # mhj087 with twelve unopened samples of product w8522 (3-0), lot # mjb866 were returned for analysis. During the visual inspection of sample, a mismatched between box (code w8718, lot # mhj087) and the overwraps (code w8522, lot # mjb866) were observed. For this reason, a characterization of samples was conducted, and the following was observed: twelve unopened overwraps of product code w8522, lot # mjb866 were examined and no defects were found on the packages. The samples were opened, and the swage and attachment area of the needles were as expected. Also, all samples were examined by needle characteristic on point type taper point, needle type sh and suture characteristic and the product contained in each packet belong to product code w8522, lot # mjb866. In addition, the box date of lot mhj087 and the packaging date of lot mjb866 (overwrap) were reviewed and it was noted that the product in both lots were packaging consecutively. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. According the sample condition, the assignable cause of the packaging labeling identification is a mixed batch. Additional information was requested and the following was obtained: please confirm if you received the incorrect box of sutures or did the outside box and the actual suture not have the same product code. Please explain. The outside of the box and the sutures inside the packet do not match. The box should contain w8718 6-0 prolene, but instead contains 3-0 prolene w8522 x 12 sutures. The lot is mhj087.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent and unknown procedure on an unknown date in 2018 and suture was used. The box contains the incorrect packets of sutures. The box should contain 6-0 prolene, but instead contains 3-0 prolene. No patient consequences reported.